Manufacturer narrative:
The complaint device was returned. Device evaluation identified that the battery harness had melted and the battery terminals had shorted. The battery terminals shorting out would cause the device to become hot. The battery adapter/harness and battery terminal were replaced, the spo2 rate was changed to continuous, the circuit boards were inspected and the device was tested on a simulator. The root cause was determined to most likely be use error. When the battery is removed too roughly it will pull the terminal out causing the terminals to touch resulting in the device overheating. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post repair, when batteries were inserted into the device and it is turned on it would become very hot and not work. There was no report of patient involvement. No additional information is available.